Manufacturer narrative:
Further information cannot be requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports rupture of an unspecified side. The device remains implanted.